Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during shoulder arthroscopic surgery, after two or three times activation of the probe, the tip of the probe was broken off. The broken tips was retrieved. The doctor said that he did not apply strong load/force on it, did not use it as a cantilever, and did not use it aggressively. Although there was patient involvement, a backup device was used to complete the surgery successfully.

Manufacturer narrative:
The probe was visually inspected for damages, and the distal end of the ceramic has broken off. The broken off ceramic was not received with the complaint. Minor wear marks on the insulation was also noticed. Unable to perform a functional test due to the condition of the broken ceramic. The probe was connected to the serfas energy programmer box to read the activation history. The probable root causes could be excessive force, probe inserted into obstructed passageway, any forceful impact to the tip of the probe with rigid objects, or the probe was used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during shoulder arthroscopic surgery, after two or three times activation of the probe, the tip of the probe was broken off. The broken tips was retrieved. The doctor said that he did not apply strong load/force on it, did not use it as a cantilever, and did not use it aggressively. Although there was patient involvement, a backup device was used to complete the surgery successfully.